Event description:
A pt capillary sample was tested, using the suspect device, with a result 467 mg/dl. Approximately 10 minutes later, pt's blood glucose was reportedly retested with a result of 295 mg/dl. Reporter indicated that a venous sample was obtained from the same pt, 20 minutes after the initial test result of 467 mg/dl, and when tested in the facility's lab, measured 195 mg/dl. Twenty-five minutes after the venous sample was obtained, pt's blood glucose measured 386 mg/dl, on the suspect device. Reporter did not know if pt was treated based on the values obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.